Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion was located in a mildly calcified, moderately tortuous, mid left anterior descending artery. During predilation, the 12mm x 2.50mm nc quantum apex balloon catheter had been inflated to 20atms for two inflations. Following the placement of a non-bsc stent, the balloon was inflated to 14atms, for postdilation, and ruptured. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).